Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted the helix was partially extended, with dried blood in the helix housing. There were cuts in the insulation through to the distal high voltage lumen, which allowed blood/body fluid into the lumen. The lead tip and helix were intact and undamaged. Laboratory testing was unable to reproduce the reported high pacing thresholds and loss of capture, and detailed analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to increased pacing threshold measurements and loss of capture. The lead was implanted in (B)(6), had been repositioned due to poor lead measurements and a suspected microdislodgement in (B)(6), and now was explanted and replaced in (B)(6). No additional adverse patient effects were reported.